Event description:
It was reported that the patient received eight anti-tachycardia pacing (atp) therapies and eight shocks during a thirty five minute ventricular tachycardia (vt) episode. When the physician reviewed the electrogram (ECG), the data was truncated after the first 4 atps. The physician wanted to review the entire egm but data is limited to only three minutes of egm and the missing data could not be retrieved. The physician expressed concern that he could not determine if the shocks were appropriate. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).